Manufacturer narrative:
Based on the current information provided, the cause of the complication cannot be determined. No product has been returned to intuitive surgical, inc. For evaluation. The referenced airseal product is a third-party product.

Event description:
It was reported that during a da vinci-assisted single port extraperitoneal radical prostatectomy procedure, a patient developed a subcutaneous emphysema. The surgeon used an airseal at a pressure of 10, and he increased the pressure to 14 at times during the procedure. The patient reportedly felt fine; however, they were kept one night in the critical care unit (ccu). Intuitive surgical, inc. (Isi) contacted the site for additional information; however, at the time of this report, no further details have been provided.